Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t11-l4. It was reported that the patient underwent a revision surgery 4 months post-op due to screw loosening at l3 and l4. The implants were removed and replaced and the construct was extended from t9-iliac. The patient also had a post-operative infection. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.